Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, battery alert greater than 1 week, low reservoir alarm, low battery alert greater than 1 week and external ram crc error. The customer¿s blood glucose level was unknown at the time of the incident. There is no indication of issue being resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime test, a 33 test and excessive no delivery test. There were no unexpected a 17 alarms, a 21 alarms, no unexpected weak battery alarms, no unexpected low battery alarms and no unexpected low reservoir alarms.